Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
The patient developed an irritation located under the rear therapy electrodes an under the electrode belt wire. The irritation was weeping, sometimes bleeds and oozes out. The physician recommended removing the device, patient did so. Irritation improved after removing the lifevest. Patient noted that she's allergic to nickel.